Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent undefined alarms occurred. Customer¿s blood glucose level was approximately 70 mg/dl. Reportedly, the customer loading a new cartridge and resumed insulin therapy.